Event description:
It was reported to covidien that a customer had an issue with an electrode. The customer reports her (B)(6) daughter experienced a skin reaction. Her daughter had a red mark in a ring shape around the electrode within the first 24 hours of placement. The reaction spread and the daughter was prescribed a topical steroid cream (triamcinolone .1%) on (B)(6) 2009.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.